Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Supplier reported on behalf of the device user. It was reported that the listed tracheostomy tube lost air pressure due to a leak in the cuff material.

Manufacturer narrative:
One used trachy tube, without its original packaging, was received for product investigation. During visual inspection, a hole was observed in the cuff of the device resulting in a leak in the inflation system. A review of the device history record could not be performed as no lot information was provided. The device was reportedly tested for leaks prior to patient use with no leaks observed; therefore, the reported product fault is not believed to be related to an intrinsic product fault; however, evaluation and inspection of the device was not able to determine a definitive root cause for the damaged cuff.